Event description:
It was reported that there was a lead malfunction. Further follow-up did not yield any additional relevant information regarding this event. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4): proximal conductor fractured, and blood noted on outer tubing and helix; partial lead in segments returned and analyzed.